Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. The reported problem of pump powering off randomly was not verified. Testing done and event could not be substantiated. No fault could be found and no evidence in the event log. Unknown cause of event. Device passed all testing and no action was taken. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump powers off randomly. No patient adverse events reported.